Event description:
It was reported that the pump battery could not be charged. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The customer was instructed to reset the pump to resolve the issue. Multiple follow-up attempts were made to confirm the issue was resolved, however, the customer did not respond to follow-up attempts.